Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 4mm x 20mm x 144cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.